Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the clip was going to close for the perforation surface. The clip then closed and locked onto tissue; however, the clip could not fall off. After forcefully dragging the device, the tip of clip fell off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without its over sheath. It was also noticed that the device was returned with the clip assembly attached and the device had evidence of soft deployment. Microscopic examination was performed, and it was found that the clip arms were bent. Additionally, the clip had no evidence of activation. No other problems with the device were noted. The reported event was not confirmed. It is possible that the device manipulation during procedure and/or excessive force applied in the most distal section of the clip assembly, could have caused the partial separation of the clip. Once the clip assembly is detached from the bushing, the device cannot open or close its arms by normal way. It is important to highlight the fact that the device had no activation on it. Additionally, clip arms bent is likely due to the device was opened while inside the scope. Therefore, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the clip was going to close for the perforation surface. The clip then closed and locked onto tissue; however, the clip could not fall off to deploy. After forcefully dragging the device, the tip of clip fell off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.